Event description:
During a replacement procedure of an implantable cardioverter defibrillator (ICD), lead was removed fromn service because of "blood in the lumen of the lead and a tear of the insulation." The physician elected to cap both leads, the second lead was a coincident removal, and replace them with one sensing lead. Implant -10/28/92. Removed from service -8/12/96. Implant months -43.5. Months 57. Bipolar lead implanted -12/6/94. Remoed from service -8/12/96. Implant months -19.2.